Manufacturer narrative:
.

Event description:
It was reported that the vns patient passed away. The cause of death is unknown. The relationship of the death to vns is unknown. The online obituary noted that the patient passed away at the hospital. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
Information was received from the funeral home that the patient was cremated. It was unknown whether the vns products were explanted. The cause of patient's death was reported to be brain death due to brain stem herniation, status epilepticus due to seizure disorder. Review of the national death index for patient's records also indicates the cause of death to be status epilepticus and compression of brain. The physician indicated that he has not seen the patient since (B)(6) 2006 and therefore has no information regarding the relationship of the vns and the patient's death.